Event description:
It was reported that a motor stall occurred and was confirmed in the event logs with no motor stall recovery recorded. The reporter stated they were doing a stimulator replacement on the date of this report and the physician told the caller the pump had stalled. The event logs confirmed the first stall occurred on (B)(6) 2013 at 1404 with a recovery the same date at 1852. Another stall occurred on (B)(6) 2013 at 2052 with no recovery to date. The reporter noted the pump was alarming and the patient was having withdrawal symptoms since over the weekend. The pump was subsequently replaced. The pump system was being used to deliver fentanyl.

Event description:
It was further reported that the patient experienced increased pain and nausea. The cause of the motor stalls was not known. No further troubleshooting was done other than reading the pump, motor stall with no recovery, via the physician programmer. The patient had recovered fine with no problems known.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).